Event description:
It was reported that the patient's pulse generator had entered backup vvi mode. Programming changes were made, and the pulse generator was restored. The patient was in stable condition.